Event description:
When the biopsy forceps was retrieved from the patient, the end piece did not close.======================manufacturer response for biopsy forcep, radial jaw 4" standard capacity with needle (per site reporter).======================the salesman observed the device failure. We decided it would be best to return the device in packaging that the manufacturer should send after they receive this report.